Manufacturer narrative:
The products was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the cmos module with drive pcb video image freezing. Based on the result, we concluded that it was caused due to the physical damage applied on the cmos module with drive pcb. In addition, we the technician confirmed that the remote control buttons perforated, the suction channel buckled, the insertion flexible tube crushed, the u/d pulley wire worn out, and the r/l pulley wire worn out; however, they these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR. Email : (B)(6)@pentaxmedical.com.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.